Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent past low blood glucose (bg) levels of approximately 40-43 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Customer uploaded pump logs into t:connect for review. Upon review, tandem technical support identified that the pump and control iq was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.